Event description:
In 2008, dr performed surgery on me to suspend my bladder and intestines which were pushing against the vaginal wall and protruding outside my body. Two days after the surgery, I began to realize that something was not right. I had pain continually especially in my back at my waist line on the right side and was taking medication. I was unable to have bowel movements without pushing which was very painful. This caused urine leakage. Eliminating felt like a dull knife cutting across my gut. And the pain felt as if my insides were being pushed out of my body. I had pain when I sat down in the car -- which may have been related to the twisting motion required to enter an automobile. I was nauseous every day. And I generally did not feel well. When I saw dr a week after the surgery, I told him everything listed above and I also told him, I felt the surgery needed to be reversed because something was wrong. He told me nothing was wrong related to the surgery and to drink a bottle of magnesium citrate to clean out my colon. On the evening of a week later, I became very nauseous and threw up about every two hours all night and part of the next morning. I started taking phenergan and slept during the day, the next day. I ate nothing all day but was very nauseous that evening after going to bed. I was up and down most of the night rushing to the bathroom but unable to throw up, just gagging. By 5 am, I was beginning to know that my body was in great distress. I felt I was going to die from heart attack or something else. I dressed and drove myself to the ER. After tests revealed a total blockage in my small intestines, they rushed me to surgery. A large section of my small intestine was removed because the mesh was attached to it in two places. The surgeon did not know if the tissue was still alive, so he removed the entire section between the two places. I was hospitalized until the following five days. Dates of use: 2008. Diagnosis or reason for use: rectocele, cystocele. Event abated after use stopped or dose reduced: yes.